Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". Event was confirmed via mammogram. Later healthcare professional reported "capsular contracture". This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported left side "rupture" confirmed via mammogram. Healthcare professional additionally reported "capsular contracture baker grade unknown." Healthcare professional later reported "mammogram showed rupture but the device was found intact upon explant," and "capsular contracture baker grade IV." Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a6, b5, h6

Event description:
Healthcare professional reported "rupture". Event was confirmed via mammogram. Later healthcare professional reported "capsular contracture". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.